Event description:
During inflation, the distal balloon inflated but the proximal balloon didn't inflate until high pressure was applied. Deflation of the balloon was difficult and took a long time (more than 30 sec). A syringe was used. The distal end of the stent looked bigger in diameter than the proximal.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug eluting stents. Additional information will be submitted within 30 days of receipt.